Event description:
Additional info has been received by medtronic ave. The aneurysm neck had moderate angulation of 45 degress and a prior renal stent that made proximal deploymentdifficult. The device was positioned and deployed, but the stent graft displaced distally at the neck. Buttressing techniques were used to avoid further displacement. It was reported that the device slipped down due to angulation in the aortic neck.

Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 6.5 cm abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 24mm, and the aneurysm length was 145 mm. Vessel morphology is unknown. The pt has a reported history of coronary artery disease, chronic obstructive pulmonary disease, and renal disease. It was reported that the device was pulled down during the provedure. A 28 mm diameter x 3.75 cm cuff was implanted to ensure an adequate seal. Final angiography demonstrated no evidence of endoleak and an acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.